Event description:
According to the reporter: during the liver transplant procedure, the tip of the needle broke while stitching. The tip did not fall into the patient's body. Patient status : unknown.